Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that patient mentioned that they can't feel the ins working anymore. Patient mentio ned that they didn't know when it started. Patient mentioned that they tried getting an MRI last friday and was unable to get it because they keep getting the error "data lost". Agent reviewed information. Patient was redirected to their hcp to further address the issue. Patient mentioned that they have pudendal neuralgia and always in pain on the implant site.